Event description:
It was reported that loss of capture was observed at high outputs on the right ventricular (rv) lead. Cardiac perforation was confirmed via imaging on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture and perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. All tip stiffness values tested in specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.